Event description:
It was reported that during a procedure, a stimulating probe would not work; another was obtained and it also did not work. A third stimulating probe was obtained and used to complete the procedure without patient impact or injury.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: vari-stim iii stimulator: item # 8562010, lot # 0206989227, MFR date: 05/2013 expiry date: 05/08/2015. Device code - device operates differently than expected. (B)(4). The two devices were returned and evaluated by a quality engineer. Visual analysis identified the two samples as vari-stim iii stimulator item # 8562010, lot # 0207062852 (sample 1), and item # 8562010 lot # 0206989227 (sample 2). Analysis [sample 1 lot # 0207062852 ] - was measured for resistance with a fluke 21 multimeter asset # 1153-j cal due date (B)(4) 2014. At 1ma setting on vari-stim, a reading of 1.04 ma was returned, at 2ma setting, the meter read 2.07 ma, and at vari-stim setting of 0.5 ma, the meter read 0.51 ma. There was no fluctuation of readings throughout the play of the dial at each setting. When compared to xpi-s 8562010 vari-stim iii nerve stimulator, rev n, section 9.7.6.4, these readings all meet specification. Functional testing was performed in accordance with sop 029 rev 65.0 seal integrity inspection, section 5.4.7 product visual and functional testing. Sample passed, as led light came on when contact was made with probe. Conclusion (sample 1): the complaint for the reported ¿not working¿ is unconfirmed as the fault could not be duplicated (no fault found with the device functionality). Analysis [sample 2 lot # 0206989227] - sample appeared bloody and probe needle was severely bent. IFU does state ¿do not bend the probe tip as the device may become damaged and malfunction¿ (IFU document (B)(4) rev a). Sample was measured for resistance with a fluke 21 multimeter asset # 1153-j cal due date (B)(4) 2014. At 1ma setting on vari-stim, a reading of 1.00 ma was returned, but was intermittent , at 2ma setting the meter read 1.9ma, and at vari-stim setting of 0.5 ma, the meter read 0.49 ma, but showed some intermittency. These readings are within specification per xpi-s 8562010 vari-stim iii nerve stimulator, rev n, section 9.7.6.4. Functional testing was performed in accordance with sop 029 rev 65.0 seal integrity inspection, section 5.4.7 product visual and functional testing. Sample failed, as led light came on but wavered when contact was made with probe. The electrode was very loose and rotated easily, possibly broken within the sleeve. The probe is bent during manufacturing to a 20° angle as per drawing 8526010 vari-stim iii rev m. This sample displayed a probe bent to approximately 45°, which is beyond the specification. Before packaging, the probe is covered with a protective sleeve which would not fit over the probe of sample 2. This indicates the probe was likely bent by the user. Conclusion [sample 2]: the complaint is confirmed for the reported ¿not working¿. The most likely root cause is mishandling, as the probe was bent and broken.